Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alert and entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Medtronic has not received the device/component from the customer and/or the device has not been evaluated.